Event description:
It was reported that the patient presented after receiving an inappropriate shock due to the presence of t-wave oversensing (twos). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product ID 407652 implantable pacing lead implanted: 2006 (B)(6); product ID 694965 implantable tachy lead implanted: 2006 (B)(6). (B)(4).